Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The investigation is inconclusive for the reported difficult to inject and blood clot obstruction issues as the reported huber needle was not provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the huber needle was allegedly impossible to be injected. It was further reported that when the needle was injected into the removed port, a blood clot had allegedly came out of the port. Reportedly, the port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the huber needle was allegedly impossible to be injected. It was further reported that when the needle was injected into the removed port, a blood clot had allegedly came out of the port. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted approximately 2mm from the distal end of the cath-lock. The edges of the partial circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be rough and granular with residue throughout. The investigation is confirmed for the reported difficult to inject and blood clot obstruction issues and the identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the huber needle was allegedly impossible to be injected. It was further reported that when the needle was injected into the removed port, a blood clot had allegedly came out of the port. Reportedly, the port was removed and replaced. There was no reported patient injury.